Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced a defective catheter. The following information was provided by the initial reporter. The customer stated: patient who has damaged venous access is going to be channeled and peripheral catheter no. 24 was damaged. Additional information received on (B)(6) 2022: the patient was initially punctured, but making a sudden movement damaged the puncture that she had, so it was proceeded to change the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9318931. Medical device expiration date: 2022-10-31. Device manufacture date: 2019-11-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. This MDR, MFR# 1710034-2022-00092, should be considered cancelled as "bent needle" is not a reportable event.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced a defective catheter. The following information was provided by the initial reporter. The customer stated: patient who has damaged venous access is going to be channeled and peripheral catheter no. 24 was damaged. Additional information received on 21.feb.2022: the patient was initially punctured, but making a sudden movement damaged the puncture that she had, so it was proceeded to change the catheter.